Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, underwent a revision of all products 12 years, 4 months post primary surgery due to loosening. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: biolox delta head 12/14 32x0; item: 00-8775-032-02; lot: 2711259. Desc: continuum longevity elev liner jj 32x54; item: 00-8752-011-32; lot: 62465413. Desc: continuum tm shell clust 54 jj; item: 00-8757-054-01; lot: 62440192. G2: report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.